Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the patient suffered a fall, subsequently the patient began to experience a burning pain and heating at the scs ipg site. The patient stated this prevented him from having his scs system stimulation therapy for longer than 15 minutes. The patient's physician decided to replace the patient's scs ipg. Additionally, the ipg pocket was relocated.

Event description:
Additional information received identified the patient has been visited and reviewed in the clinic and the burning feeling was no longer present.